Event description:
Pt underwent plif procedure with instrumentation and interbody cages l3-l5, posterolateral bone graft & autogenous bone graft from rt iliac crest. Post-op x-ray noted l3-l4 not healed & slipping forward. Surgeon believes pt is experiencing neural impingement from rt side neural foramen where she has as a spondylolisthesis (grade ii) due to the nonunion. Rt l3 screw noted to be dissociated from cap. Unit was removed & replaced with 7mm screw. Left l5 screw noted as loose and apparently breached the lateral cortex of the body. Pt diagnosed with pseudoarthrosis, radicular pain. Revision for hardware removal, repeat decompression l3-l4, reduction spondylolisthesis, removal & reapplication of interbody cages & posterolateral pedicle screw instrumentation l3-l5.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.